Manufacturer narrative:
H3: product analysis #707334939: equipment used: video inspection system (m-81805), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex pushwire was returned for analysis inside a sealed biohazard bag and a shipping box, but the braid was not returned. Damaged location details: the pipeline flex tip coil was found without damage. The distal and proximal dps restraints and dps sleeves were intact, with no signs of damage. No defects were found on the re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation and damage. The pushwire was in good condition. No other anomalies were noted. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ complaint was not confirmed because the pipeline flex pushwire was returned without the braid. However, the cause of the failure to open could not be determined. Possible causes include vessel tortuosity and the user deploying the braid in the vessel bend. In this event, the customer reported that the vessel tortuosity was moderate, ruling out vessel tortuosity as a potential cause. The user deploying the braid in the vessel bend could have contributed to the complaint of failure to open. Since the braid was not returned, any contribution of the braid to the failure to open issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the failure to open was determined to stem from the tip end being damaged so it could not be opened. When deploying in situ at the beginning, the horizontal segment distance was not enough, then the strategy was changed to deploy at the horizontal segment of the internal carotid artery. There were additional steps or other devices attempted to open the pipeline, specifically, tried to retrieve again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure using a pipeline embolization device, the tip of the stent did not open during deployment despite multiple attempts, including re-retrieval and redeployment. The stent was intended for an unruptured, saccular aneurysm located in the cavernous sinus with a maximum diameter of 15mm and a neck diameter of 9mm. Landing zone: distal: 4.5mm and proximal: 4.8 mm. Moderate vessel tortuosity was identified in the vessel where the procedure was performed. After the initial device failed to open, it was replaced with a 4.5-35 model, which opened smoothly. Post-replacement, there was a slight retention of the contrast agent, but the stent adhered well to the vessel wall. Dual antiplatelet treatment was administered. The product was explanted and replaced successfully.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.